Manufacturer narrative:
D6b: date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight and device explant date. Further information was requested but not received. It was reported to abbott an MRI technician inquired if the patient had an MRI conditional system. The patient had a boston scientific ipg implanted on (B)(6) 2025 connected to the existing abbott leads. Due to the mixed system MRI was not advised. Sap and epiq do not show ipg explant. The rep was unable to reach the patient. As such, there were no additional updates concerning the abbott ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was could not be determined due to insufficient information.

Event description:
It was reported that patient underwent surgical intervention at unknown date for unknown reason wherein the ipg was explanted.